Manufacturer narrative:
Initial.

Event description:
It was reported that the user repeatedly received alert 38 during a supply change and experienced consecutive motor stalls on the insulin side, consistent with a failure to infuse involving the motor component; blood glucose was unaffected and there was no hospitalization. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a device issue consistent with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.